Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent ventral hernia repair procedure approximately three months ago and mesh was implanted. On (B)(6) 2015, the patient underwent surgical reoperation. During the revision of the abdominal cavity, mesh was found attached to the intestine and it was necessary for the patient to have bowel resection. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/15/2015. It was reported that on (B)(6) 2015, the patient came to the emergency room of the clinic for intestinal obstruction. The patient underwent re-operation. During the revision of the abdominal cavity, adhesions were found between the mesh and the abdominal organs and attached to the intestine. It was necessary for the patient to have bowel resection. The current patient status is reported as good. (B)(4).